Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and boston scientific advantage were implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with cystocele repair, implantation of a pubovaginal sling and advantage tension-free vaginal tape suburethral sling. It was reported that the patient underwent mesh removal on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.